Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 154 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.